Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount (at least 3 or 4) vented micro-volume inlets were drawing air. This was observed during prime and verify. The entire tubing and vial were changed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection of the samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by installing the sample on valve set on the compounder to port 19 in a bottle with 70% dextrose and sterile water to port 24 for testing, and the reported issue of bubbles or air in tube was observed and encountered during priming testing, the air vent on sample operated as intended at first allowing air to enter the bottle, but then bubbles also occurred into the tubing. The reported condition was verified. The cause of the issue could not be determined; however, the most likely cause was due to the appearance of a crack in the spike molding between the air chamber and fluid channel, possibly due to variations of the manufacturing or molding process of the spike of the returned sample. Should additional relevant information become available, a supplemental report will be submitted.